Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes (20%) exhibit fibrin after tubes are centrifuged. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd received two photos for investigation. Evaluation of these photos indicated fibrin in the serum. A total of 100 retained samples were visually inspected, and no additive defects related to fibrin were found. Complaints for sample quality were not under statistical control for the month of january 2025, additional testing was performed: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (fibrin) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: fibrin based on the photos provided. A corrective and preventive action (CAPA) has been opened to further investigate sample quality issues. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported during use of bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes(20%) exhibit fibrin after tubes are centrifuged. There was no health impact or consequences reported.